Event description:
It was reported that pump screen stayed dark and would not turn on, and pump showed red light and repeated vibration despite multiple attempts to wake it up and charge it. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to try different button presses and charging steps without success, then planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump under warranty.